Manufacturer narrative:
(B)(4). The expedium 5.5 closed polyaxial driver (product code: 2797-18-100, lot number: g0810) was returned to the complaints handling unit (chu) on october 2nd, 2015. Visual examination of the driver¿s tip was found to have broken off. The instrument was subsequently submitted for fracture analysis due to the tip having broken. Optical imaging of the fractured surface reveals plastic deformation at the hexlobes and torsional shear markings following a circular pattern. The plastic deformation at the hexlobes indicates a torsional overload. This suggests the driver underwent a quasi-static overload torsional shear failure starting at the hex lobes. No material defects or other abnormalities were observed in this analysis. A hardness test was also performed, and the device was within specifications. DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. A trend analysis was conducted. As a result, no further complaint actions are required. The root cause for the driver tip breakage cannot be determined from the sample and information available. The result of the fracture analysis performed on the drive tip has determined that a probable root cause is torsional overload due to the driver appearing to undergo quasi-static torsional shear failure. No systemic trends were observed in this complaint file. Therefore, this complaint file will be closed with no further action required.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During a posterior lumbar fusion case yesterday with dr. (B)(6), we had a t20 closed polyaxial driver (2797-18-100 lot#g0810) break as she was placing an iliac bolt. We under tapped the screw hole by 1mm smaller because the patient had such poor bone quality in the lumbar spine. As she was cranking down on the screw, the cannulated tip sheared right off. We used a ball tip feeler to snag the broken tip of the screw head, and got it out successfully. We were able to tighten the screw down with a stab driver. The patient was unharmed and the broken piece of the instrument was retrieved successfully in one piece.